Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; pt's inratio: 1.2; (B)(6) 2012; 1.2; re-test: 1.1; doctor's inratio: 2.4. Less than 20 minutes elapsed in between tests. Pt tested his inratio meter against his doctor's inratio meter using the pt's strips on both meters. Therapeutic range is 2.0-2.9.

Manufacturer narrative:
Investigation pending.